Event description:
A third party service center received information alleging a ventilator was alarming. There was no harm or injury reported. During the evaluation of the device at a third party service center, the customer's complaint was confirmed. The device's sensor board was replaced to address the issue.